Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed infection at implant site (B)(6) 2014 (specific date not reported) and subsequently was treated with oral antibiotics for a duration of 5 days.